Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in the lad. During attempt to deliver the orsiro by direct stenting, the device broke at the hub. The device was removed and another orsiro of same size was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the hypotube has fractured at the distal end of the kink protector. A kink was observed at the proximal end of the kink protector. The cross-sections of the hypotube are no longer circular but compressed and the polymer coating is plastically deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling of the device during the procedure.